Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Then performed bicarbonate buffer test and sensor failed per specifications due to high readings. Place sensor under microscope and found no physical damage at electrode. In summary, the customer complaint of sensor glucose vs. Blood glucose was confirmed. Sensor failed for high readings. No damage physical damage was found on the electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor glucose vs. Blood glucose. Blood glucose value was 11.8 mmol/l while sensor glucose value was 3.6 mmol/l. The customer reported no adverse event. The event involved product(s) mmt-7040c4. The sensor was worn for fewer than 1 day. Customer declined to review. Customer was advised sensor may no longer be responding to glucose changes, most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Product return is expected for mmt-7040c4.